Manufacturer narrative:
Correction: b.1& h.1. Advanced bionics considers the investigation into this reportable event as closed. The recipient was successfully activated. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient experienced a cerebrospinal fluid (csf) gusher during the initial implantation, indicating a skull base defect. The leak was determined to be a surgical complication and not implant-related. Csf leak was repaired.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient was successfully activated. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.